Manufacturer narrative:
Findings: pump received with cracked end cap, cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 64 mg/dl. The customer treated low with some sugar. The customer stated that there is cracks and in two pieces. The customer stated the bottom of the pump is off and the device is in two pieces. The customer stated the pump fall a couple of days ago and not sure if it was impacted. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.